Manufacturer narrative:
Product ID: 3889-28 lot# v351369, implanted: 2009 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a revision surgery yesterday (2013 (B)(6)). The entire ipg system was replaced because of electrical malfunction and electrodes were showing >4000ohms. Electrodes were open circuits and implant was malfunctioning. X-rays were done and showed no issue visually. It was also noted that there was an issue with the patient programmer. The cord was frayed. The patient was redirected to repair. If additional information is received, a follow up report will be sent.